Event description:
The co, kerr corp, div of sybron dental specialties produces class ii medical devices and does not conduct any limulus amebocyte lysate tests on any of its products as required by the FDA guidelines.